Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/08/2025, a sales representative reported via (B)(4) that an 1280-000 retrograde targeting guide snapped off. This occurred during a retrograde nail case (B)(6) 2025. The small tines that help connect the nail to the targeting guide snapped off. Multiple pictures showing the item number of the targeting guide and the pieces were able to be found. The surgery was able to be completed by using another targeting guide.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the two tips of the targeting guide were broken off. Functional testing was not performed due to the damage to the device. The most probable cause of the reported failure is user-applied excessive mechanical forces upon insertion/removal processes and/or misaligned insertion; prying/leveraging the device during use.